Manufacturer narrative:
Journal article: l. Jian et al. ¿a unique emergency maneuver and rescue during left atrial appendage occlusion device-related cardiac perforation.¿ journal of the american college of cardiology (jacc)(2018) vol. 4 no5. 699-700. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.medwatch will be filed. (B)(4).

Event description:
Reported via journal article. Same case as MFR: 2134265-2018-05776. It was reported a perforation occurred. A left atrial appendage (laa) closure procedure was being performed for secondary prevention. A 24mm watchman ® laa closure device & delivery system was chosen to occlude the laa, after fluoroscopic angiography and transesophageal echocardiography (tee) examination. However, a sudden forward movement during the device deployment occurred and laa angiography indicated that the watchman was located at the pericardium with contrast leakage. A sustained tug was performed immediately to compress the laa and hemorrhagic area to avoid unlimited pericardial bleeding and to keep the patient hemodynamically stable. After considering these conditions, the cardiac surgery team decided to perform device removal and laa resection under video -assisted thoracoscopy. After the pericardium, was opened, an unfolded watchman device was found in the laa surface without significant bleeding. The watchman device was slightly constricted by using the suture line to fasten the ambilateral fixation anchors and subsequently the laa was clamped by a non- bsc endoscopic linear stapler. Successively and almost simultaneously the device was released and the laa was excluded without further bleeding.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that this event was previous reported under 2134265-2017-02421.